Event description:
The pt contacted animas alleging that the pump was less responsive ok button presses. The pt also claimed that the ok button had less spring than usual. The pt denied any exposure of the device to moisture. He also denied any exterior damage to the pump.

Manufacturer narrative:
The pump has not been returned to animas for eval. The animas cde noted that the pt is contributing to use the pump and will not return the device.